Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp and manufacturer representative noted that the ins being loose was gradually noticed with weight loss over a year's time. It was unknown when the patient noticed the recharging difficulty. The cause of the ins being loose was confirmed to be the weight loss. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had difficulty charging the implantable neurostimulator (ins). During the last four charging attempts on the day of the report, there were zero coupling bars, but the patient stated to the rep that they get all coupling bars when she charges. The 8840-clinician programmer showed that the patient averaged six coupling bars. The patient also reported that they lost 91 pounds and they thought the ins might have flipped, but they think it flipped back correctly. The rep also stated that the ins did move a lot in the pocket and so they were going to talk to the healthcare professional (hcp) to look at the pocket. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.